Manufacturer narrative:
(B)(4)

Event description:
It was reported that a non-sustained episode was observed via remote transmission. Patient was undergoing radiation therapy and there was oversensing of electromagnetic interference. Programming changes were made. The patient will continue to be monitored.